Event description:
Report 1 of 2: it was reported that while using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, an unspecified number of tubes clotted(contained large clots). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported that while using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, an unspecified number of tubes clotted (contained large clots). There was no health impact or consequences reported.

Manufacturer narrative:
E.1 initial reporter phone # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.